Manufacturer narrative:
Expiration date unk. Claim # (B)(4).

Event description:
Received a report where the surgeon implanted an implantable collamer lens and the patient complained of bad night time glare. The patient was being treated with alphagan, which was helping the glare but was still very bothersome. There were no issues with the surgery itself and lens placement looked perfect. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.